Manufacturer narrative:
G4:07jan2021. B4:13jan2021. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2020. (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device was alarming a machine and proximal pressure sensors failed error. The device was not in use at the time of the event. There was no report of patient or user harm. The customer evaluated the device with assistance from a philips remote service engineer (rse). The customer stated that the following error codes were in the significant event logs. Barometer calibration data error, oxygen flow sensor calibration data error, airflow sensor calibration data error, oxygen pressure sensor calibration data error, machine and proximal pressure sensors failed, and proximal pressure sensor calibration data error. The customer stated that he reseated the da to mc pcb. The rse informed the customer that it was suspected that the issue was with the da to mc pcb cable. The part information was provided to the customer to order the replacement parts.